Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited low impedances. It was noted that the lead exhibited chronically low impedances that were hovering just above the warning limit. The lead remains in use. No patient complications have been reported as a result of this event.